Event description:
I had lasik surgery in both eyes in (B)(6) 2012, using the monovision technique to correct one eye for distance, the other for reading. In (B)(6) 2013, I noticed a couple floaters in my right eye, but nothing very bothersome. In (B)(6) 2014, I suddenly experienced many new floaters in the same eye, which is my distance eye. I visited an optometrist and had a full exam, and the floaters were confirmed. This was bothersome and frightening at the time, but my brain seems to have been able to "work around" them, despite the fact that they do not seem to have truly gotten any better. In (B)(6) 2014, I noticed a sudden difficulty in reading, and have determined that I now have floaters in my left (reading) eye also. There is one in the center of my field of vision, which makes it difficult to read, in particular, to distinguish similar letters such as o and e, from each other. I have to wear reading glasses now for all, but the largest print. I am scared that this is only the beginning and that I may become functionally blind. I was no warned that this could be an issue before my surgery.